Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (alarm 30) during basal delivery. Customer changed the cartridge and insulin was resumed successfully. Additionally, it was reported that the pump would not charge despite being using multiple usb cords and wall adapters. The customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Lastly, it was reported touchscreen had a delayed response to presses. The customer continued to use the pump for insulin therapy. The customer's blood glucose was 150-221 mg/dl.